Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 3.2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump flipped. During the pocket revision for the flipped pump, the physician trimmed excess catheter from the pump segment of the existing catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.